Event description:
It was reported that this right ventricular (rv) lead had lost a bunch of slack. Furthermore, a surgical lead revision was performed, and this lead remains in service. No additional adverse patient effects were reported.